Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 60 retention samples from both lots were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, there was poor barrier separation. This occurred 2 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from japanese: according to the customer report out of 300 tubes used, 2 tubes had insufficient separation.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 2299031 d4. Medical device expiration date: 31-oct-2023 h4. Device manufacture date: 26-oct-2022 d4. Medical device lot #: 3142376 d4. Medical device expiration date: 31-may-2024 h4. Device manufacture date: 22-may-2023

Event description:
It was reported that during use with the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, there was poor barrier separation. This occurred 2 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from japanese: according to the customer report out of 300 tubes used, 2 tubes had insufficient separation.